Manufacturer narrative:
Upon reassessment of the reported event it was determined that this event will be reported on MFR number 0001822565-2017-00602-3.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the implant was missing screws from the packaging. The implant was still implanted; however, another package had to be opened to obtain screws. No known adverse event was reported. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This report is number 1 of 2 mdrs filed for the same patient. Reference: 0001822565-2017-00602.

Event description:
It is reported that the implant was missing screws.